Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (cannot complete functional testing) was confirmed. The monitor produced a discharge profile fault during pulse testing. The cause for the failure was isolated to a defective u901 op amp on the computer/analog pca. The root cause for the defective u901 op amp could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was unable to complete functional testing.